Event description:
Healthcare professional reported a left deflation the device has been explanted.

Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contralateral side deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified: opening, brown particles inside of the fill channel. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening on radius. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. Trend analysis summary: the complaint listing report indicates that there were other records for units manufactured on work order 2273618: 1297332: a1401 - deflation problem. Device returned to device analysis lab. 1699919: a1401 - deflation problem. Device not returned. 961061: a0401 - break. Device returned to device analysis lab. 965267: a050401 - fluid leak. Device returned to device analysis lab. Even though there was one complaint of a050401 - fluid leak for this lot number, the device was returned and after inspection no workmanship was detected. Review of all complaints of a050401 - fluid leak for the period of jul-2022 through jun-2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿I chart of a050401 fluid leak for saline breast implants and additional analysis¿ attached.

Event description:
Healthcare professional reported a left deflation the device has been explanted and replaced.